Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have blade damage at the base of the blade. One of the blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors instrument had pitted blades. The procedure was completed with no reported injury.